Event description:
It was reported that this pacemaker was exhibiting potential oversensing of noise as seen from a programmer electrogram. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.